Event description:
It was reported that when they tried to use spring evacuator, there was no pressure and they could not suck it.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received for evaluation. The photos show the top view, tube and suction port a and the side view of the evacuator. Also received 1 evacuator. The returned y connecting tube was inserted into suction port a, the evacuator was fully compressed, and the port b was closed. The evacuator successfully suctioned methylene blue solution (3 drops 1 percentage aqueous solution methylene blue per 100ml distilled water). No leaks or other issues were evidenced. A DHR is not required since the lot number is unknown. The reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they tried to use spring evacuator, there was no pressure, and they could not suck it.